Event description:
A 37 year old female with progressive neck and right arm pain and an extensive history of cervical spinal degenerative disk disease. 1992 - excision and fusion cervical vertebra 5-6, 1996 - excision and fusion cervical vertebra 6-7, 1998 - excision and fusion cervical vetebra 4-5. 1998 fracture cervical vertebra 4-5 (removal of codman plate) insertion of another co cervical vertebra 3 to cervical vertebra 7 fusion. No documentation noted from chart review 9/17/98 stating malfunction in plate used on prior surgery.